Manufacturer narrative:
Investigation summary: bd had not received samples, but photos and a video were provided for investigation. The photos and video were reviewed and the indicated failure mode for poor barrier separation were observed. Additionally, retention samples from bd inventory were evaluated. Four (4) retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos and video provided. A root cause could not be determined. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor barrier separation of sample the following information was provided by the initial reporter. The customer stated: bd vacutainer sst ii advance tubes, after centrifugation 10 minutes at 4000 rpm (maximum spin of the centrifuge) are not properly centrifuged, the serum is not separated from the cells, no it becomes clear and cells remain on the walls of the tube. This problem occurs in a large number of blood donor samples and has been recurring since the beginning of the use of this product.